Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that resistance was encountered when advancing the coil and pusher. The coil was successfully detached in the intended area; however, during removal of the pusher, difficulty was encountered. The pusher broke in the microcatheter. Both segments were removed in their entirety from the patient along with the microcatheter. There was no reported intervention or patient injury. The patient was reported to be fine.

Manufacturer narrative:
Corrections: device availability - no. Device evaluation - not returned to manufacturer. The device returned for analysis was determined to not be the device that was indicated in the complaint. The product returned is not identified as a microvention product. No analysis was performed. The root cause is unknown.